Manufacturer narrative:
The device was prophylactically removed following the advisory notification. Although there was no allegation of a product malfunction, this is an MDR reportable complaint. If premature battery depletion occurs; it may cause or contribute to a serious injury and may result in an undetectable cessation of life support. Furthermore, surgery was performed to prevent permanent impairment or damage to body function.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.